Event description:
It was reported that the atrial lead dislodged and exhibited loss of capture. It was noted that the patient had an open heart surgery in november. The lead was capped and replaced on (B)(6) 2015. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.